Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were intermittently working and required several hard presses to elicit a response. The reporter stated that there was known trauma to the pump and that the keypad was intact. The pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and there was contamination under all the button contacts and the contacts of the up arrow, down arrow and contrast buttons were inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.